Manufacturer narrative:
(B) (4). Evaluation summary: the condition found and confirmed during evaluation of a pump with an intermittent stop button on the channel c pump head module keypad was confirmed during product evaluation. This condition was caused by a faulty stop button. The channel c pump head module keypad was therefore replaced. This issue is currently being investigated under CAPA-(B) (4).

Event description:
The baxter service technician reported a pump with an intermittent stop button on the channel c pump head module keypad. This problem was identified during product evaluation. There was no report of patient injury or medical intervention necessary. This device utilizes user interface module (uim) master software (B) (4), categorized as unremediated. No additional information is available.